Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the displacement test. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Low battery alarm noted then power error alarm was triggered and noted in the download formatted history file due to intermittent non-sleep anomaly software error. Unit was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, cracked battery tube threads, cracked case at battery tube side, fading serial number label, broken belt clip rails and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced a power system error. The customer¿s blood glucose level was 12.8 mmol/l at the time of the incident. Customer reported the internal power source was unable to charge. Customer noted the insulin pump did not receive any kind of damage. During troubleshooting, customer was advised to disconnect from the insulin pump, and clear the power loss alarm. The issue was not resolved. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.